Event description:
It was reported that the patient presented in clinic for unspecified right ventricular (rv) lead reposition. During procedure, it was found that the rv lead exhibited insulation breach. The rv lead was explanted. Patient condition was stable. Further information regarding the cause of lead reposition was requested but not received.